Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported a "replace sensor" message on the 7th day of wear. Due to delivery delay, the customer did not have a sensor to monitor glucose and experienced an adverse event in which the customer lost consciousness. The customer's spouse provided treatment of glucagon injection, and an ambulance was called. The paramedics provided additional unknown treatment for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.